Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced infection at the implant site. The patient was prescribed oral antibiotics (amount and type not reported). It has been recommended that patient discontinue use of device until infection clears. The implanted device remains.